Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 30th of november 2016 for further investigation. During the investigation the fse decontaminated the nozzle. The nozzle was tested with no error. Alos, fse replaced cramp that fell off from the instrument. Instrument is functioning as intended and released. . The most probable cause for this event is due to contamination of the nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported that they had several t4 patient samples are running greater than the upper control limit . The samples are normal for tsh and free t4. The customer reran the quality control and the results were greater than the upper control limit which lead to not releasing the patient results. The following day the customer ran the quality controls and all were within range for all assays. Customer then reran the t4 samples in question and all results were normal. The technical support group (tsg) requested a copy of the data for review and the customer to perform a precision run of n=15 on the level 1 quality control for bio rad 40881. A review of the precision data was performed for n=15, mean was 6.33, sd = 0.195 and cv = 3.08%. During the review of the provided data tsg was able to confirm that 3 patients sample results were discrepant for t4 (see table below). The customer stated that the patient samples are spun from a gel tube and poured off. All t4 results are greater than the upper limit range with normal tsh results. All the samples in question were saved and not reported. (B)(6). Customer obtained new patient sample that are in question from the original draw tubes by respinning them and making new pour off tubes and reran them. The results were within range and reported as follow: (B)(6)